Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and nonproduct performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 11/28/23 a beta bionics clinical diabetes specialist (cds) reported an ilet patient had an episode of diabetic ketoacidosis (dka). On the morning of 11/28/23 the patient's mother texted the cds saying the patient must have had a failed inset infusion set overnight as the patient woke up high with large ketones. The cds reviewed the ketone action plan (kap) with the mother, advising a manual insulin injection and staying disconnected from the ilet for 90 minutes. The cds also advised pushing fluids, monitoring the patient's blood glucose (bg) and checking ketones in 90 minutes. About an hour later, the mother said the patient was requesting to go to the hospital where she was determined to be in dka. The cds reviewed the downloaded ilet engineering logs and noted the patient appeared to have an infusion set issue around 10:40pm on 11/27/23 and her bg remained over 400mg/dl until about 7am today (11/28/23). The cds asked the patient's mother about any alerts she said the patient did not hear the ilet alerts, and the mother's phone was accidentally still off from work, so she did not get the dexcom g6 alerts. The cds discussed ways to avoid this in the future, such as having the dexcom g6 running on the patient's phone with follow up alerts sent to the father's and mother's phone. The cds emailed the mother another copy of the kap and advised her to screenshot it and save it to a special album on her phone for quick reference. Per the patient's mother, they got back from the hospital on (B)(6) 2023. The patient was in the hospital from tuesday (B)(6) 2023 in the morning to the evening of 11/29/23. The patient reconnected to the ilet on 11/29/23 and everything is working well. The patient's mother stated while in the hospital the patient was initially on an insulin drip, then the hospital consulted with the patient's endocrinologist and the patient was transitioned to manual insulin injections (mdi).